Event description:
It was reported this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion (bd) error message. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Currently, the s-ICD remains in service. No adverse patient effects were reported. Additional information was received, this cardiac resynchronization therapy defibrillator s-ICD was explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion (bd) error message. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Currently, the s-ICD remains in service. No adverse patient effects were reported.